Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the insulin pump buttons press to harder and multiple times to respond. Customer's blood glucose level was unknown. Customer reported that the scratched on the screen and more difficult to read in daylight. Customer reported that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.